Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was the needle removed from the patient during the same procedure? - was there any additional tissue damage as a result of searching for the needle? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was in the room during the procedure and witnessed the process to identify the location of the needle. An x-ray tech was brought into the room to x-ray the patient by placing a plate underneath the patient for the purpose of finding the needle. The needle was located and extracted from the patient through a trocar port. I did observe the needle exiting the port. There was no additional tissue damage noted or discussed after the needle was extracted - dr valerie galvan- turner was in the room and observed the same. H3 photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with a suture that has not been dispensed, the needle is not visible in the image. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6)2025 and suture was used. During robotic hysterectomy, the surgical tech was putting a suture down a trocar and when the suture went down the needle went missing. It was hard to find the needle. Intervention was used with x-ray, outside the patient. Near the hip. Case was completed with a different suture still an ethicon product. No patient harm was reported. Device was discarded. Additional information was requested.